Event description:
The lay user/patient contacted lifescan alleging the meter powers of during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
A customer's family member reported on 02-july-10, customer was getting readings of 398 , 443 and 492 mg/dl within a 10- minute timeframe and thought they were higher than he felt, however, the results when plotted on parkes-error grid fell into an "a" zone showing the difference in values being clinically insignificant. The caller further reported that due to high readings and the customer being incoherent and drooling, the paramedics were called and upon arrival obtained a reading of 127 mg/dl on their meter of unknown brand. The customer reportedly was treated with unspecified intravenous infusion and transported to a health care facility. Neither diabetes-related diagnosis nor treatment was reported. The only treatment provided was oxygen therapy. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.